Event description:
Patient reported that a comparison done side by side between their surestep meter and a hcp meter was 265 mg/dl (ss) and 150 mg/dl (hcp), respectively (76% difference). No symptoms were reported. Control solution test result was high - out of range. Lfs rep discovered control solution was expired and advised patient to discard solution and test strips. New strips sent to pt. Meter was replaced. There was no allegation of harm.